Event description:
While the doctor was placing the anchor in the bone, it broke at the end of the threaded portion. Doctor stated that he was working with hard bone and in hindsight should have drilled a hole to start it and not use a pick/awl. Doctor claims that he probably used too much torque on the disposable.